Manufacturer narrative:
The customer was provided with a replacement glidescope titanium lopro t4 blade, and the blade used in the procedure was returned to verathon for evaluation. A verathon service representative evaluated the returned blade and was able to duplicate the reported issue. It was found that the device would intermittently show an image when connected to a test video monitor. Further inspection of the device showed that there was corrosion on one of the connector pins as well as damage to the lens on the unit. Since the customer received a replacement blade, the returned blade was scrapped. Verathon followed up with the customer to gather additional information on their cleaning and sterilization practices. The customer stated that the blades are hand washed within 2 hours of use, using water and steris pre-klenz, which is an approved enzymatic detergent. After washing, the blade is placed in a dryer until it is ready for sterilization. Finally, the device is placed in a hydrogen peroxide sterrad machine for sterilization and then packaged for use. The connector is not blown out to remove residuals prior to packaging. The glidescope operations and maintenance manual (omm) states "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion on the connector pins. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium t4 blade, the image would disappear intermittently. The procedure was completed using another t4 blade, which was made available within one (1) minute. No harm to the patient or user reported.